Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not turn on as expected when the lid was opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not turn on as expected when the lid was opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker product analysis center (pac) maastricht for further investigation, where the reported issue was verified. The root cause of the reported issue was isolated to the reed switch, sw5. The customer received a replacement device. The device was archived by stryker maastricht.